Event description:
During a laparoscopic gynecology procedure, a physician was using a sonosurg hook probe to slice adhesions of the ovaries and fallopian tubes. Although it was later noticed that the hook probe had disconnected from the metal shaft, the physician and an olympus sales rep, on site during the procedure, cannot confirm if the probe broke during or after the procedure.